Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the keypad buttons required multiple hard button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/14/2012 with the following findings: the keypad was found to be fully intact; no damage was observed. The down arrow, ok and contrast keypad buttons were intermittently responsive during testing. The up arrow button responded appropriately. There was evidence of contamination found under all keypad button contacts. Unrelated to the complaint, evaluation revealed a dim/fading display screen, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.